Event description:
Additional information received from the customer reported that the procedure was a right side retrograde access to left side angiogram and intervention on the patients lower extremity. The patient has had multiple angiograms and prior bypass surgery resulting in excessive scar tissue in groin sites superficial to where common femoral lies. Access was difficult but obtainable with stiff micropuncture. After performing the angiogram, another manufacturer's wire was placed across the bifurcation and serial dilation of the access site all the way up to 9 fr ench was performed. Then the 7fr ansel sheath was inserted and slowly (about 45minutes total to place) advanced across the bifurcation. This patient had a blunt ostial superficial femoral artery (sfa) occlusion and previous stent to the vessel. A rotational atherectomey and balloon angioplasty were performed using unknown devices, which was resulted in marginal gains in flow. Both the distal popliteal and proximal sfa were then stented with cook zilver ptx stents which resulted in adequate flow. The sheath (with dilator in-place) was cautiously pulled back across the bifurcation over another manufacturer's wire. The sheath came across intact and stopped with its distal tip/maker in the left external iliac. When the user attempted to continue to remove the sheath from this point, it elongated and severed leaving the unraveled wire and distal tip in the artery. From this point the user tried to retrieve the sheath tip with the unraveled wire unsuccessfully. The guide wire was removed and manual pressure was held until hemostasis at which point the patient was transferred to a nearby facility where cutdown and foriegn body retrieval were performed. Approximately 3cm of the distal tip of the sheath was removed and the patient went home shortly after.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5, d10. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Corrected information: g5, d4 d4: rpn: (B)(4). This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Device available for evaluation: per the initial reporter, it is unknown if the device will be returned to the manufacturer. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure involving a patient of unknown age and gender, an unspecified 7 french flexor ansel guiding sheath separated in the patient upon removal of the device. The patient reportedly had "quite a bit" of scar tissue due to multiple surgeries and angiograms. The sheath was advanced over the bifurcation to the contralateral external iliac. At the end of the procedure, the sheath became stuck in the ipsilateral common femoral artery upon removal and separated 3 centimeters from the tip. The metal coil/braid was removed; however, the plastic portion remained in the artery. Hemostasis was obtained and the patient was transported for emergent vascular exploration surgery, during which the device was successfully retrieved. The patient is expected to make a full recovery. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. D4: rpn: (B)(4). This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. As reported in MDR#1820334-2019-01897, additional information was received revealing that MDR#1820334-2019-01897 and MDR#1820334-2019-01706 describe the same event. The complaint file associated with 01897 has been closed/cancelled. D11 - concomitant devices include: cxi catheter 0.035x90cm, cto 18grx300cm wire, roadrunner glide 260cm, rosen 260cm, zilver ptx 6mmx40mm, zilver ptx 6mmx100mm, boston jetstream 2.1/3.0 atherectomy catheter, abbott emboshield nav6 7.2mm filter, barewire 315cm, tempo 4fx65cm omniflush catheter/ investigation - evaluation. Reviews of the complaint history, device history record, documentation, instructions for use (IFU), drawing, specifications, manufacturing instructions, and quality control procedures, and a visual inspection and dimensional verification of the returned device were conducted during the investigation. One kcfw-7.0-18/38-45-rb-anl0-hc sheath was returned over a wire guide with a 0.38¿ dilator. The visual inspection of the returned device confirmed device separation. Biomatter was noted throughout. The sheath was removed from the wire guide for evaluation. The separated tubing section included the check-flo body and measured 47.7cm. The tubing was elongated and stretched over the coils. There was extensive elongated coiling exiting the separation site. There were two pieces of inner tnrt lining attached to the exposed coiling. The proximal piece measured 4.9cm, and the distal piece measured 1.8cm. The sheath distal tip was separated and was not returned. It was unknown how much of the sheath was missing, as extensive damage was noted to the tubing. Additionally, a document-based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawings, specifications, and quality control procedures were conducted, and no gaps were discovered. The device is packaged with instructions for use (IFU), which state that if resistance is encountered during sheath advancement, ¿assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ the IFU also states that reinsertion of the dilator prior to removal of the sheath ¿increases the strength of the sheath and lessens the risk of device separation¿ and suggests insertion of the dilator prior to removal if resistance is encountered or anticipated during withdrawal of the device. Based on the information provided and the examination of the returned product, investigation has concluded that the device failure was likely due to the patient¿s reportedly significantly scarred anatomy. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.